Event description:
The customer reported to olympus, the video system center experienced a combination of an image blacked out and an occurrence of e216 error (scope communication error code). The issue was found during an unspecified diagnostic procedure. The procedure was completed without delay and by using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. During troubleshooting with technical support, the scope communication error code was due to a temporary disconnection of communication based on the fact that a scope communication error code was generated due to the image being retrieved after a period of time. Olympus will continue to monitor field performance for this device.